Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 95 patients underwent spinal interbody fusion surgery using rhbmp-2/acs. 61 patients underwent lumbar interbody fusion and 34 patients underwent anterior cervical decompression and fusion with an anterior stabilizing plate. Of the 61 lumbar fusion patients, 23 underwent alif, 36 underwent tlif, and 2 underwent plif. The study group included 52 men and 43 women who ranged in age from (B)(6); the average age at the time of surgery was (B)(6). Treatment consisted of single or multiple levels of fusion in the cervical and lumbar spine. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. 47 patients demonstrated graft subsidence apparent on radiographs obtained 3 months post-op. Subsidence was noted to occur between 6 weeks and 3 months after surgery, and there was no significant subsidence at 6 months. Per the authors, subsidence may be attributed to the resorption of endplates, allowing penetration of the cage into the vertebral body. No significant degree of subsidence was observed 6 months after surgery.